Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently on shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump didn't alarm air in the tubing after air got into the tubing the pump did not give any alarm. Also the control menu could not be accessed.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. No abnormalities regarding the reported event were assessed. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and slight contaminations. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For the testing of the air-sensor a water filled infusomat tubing was inserted into the device. All externally injected air bubbles have been detected correctly by the sensor. For further investigation the device was disassembled. No damages inside were found. The pump operated as intended and the reported failure could not be reproduced.